Event description:
A patient inadvertently received a burn from the bovie to the right buccal mucosa secondary to a break in the insulation of the monopolar bovie. The burn was superficial and noted as minor. The patient was having a tonsillectomy and the patient's teeth may have contributed to the insulation breakdown. It is unknown if the insulation was intact prior to its use. (As reported from the initial reporter).

Manufacturer narrative:
This incident was sent to olsen medical and received on 08/04/2010. The risk analyst did not know the lot number as reported there was none visible. She also stated, the forceps were printed with, "rainey bovey". Olsen medical does not and has never printed, "rainey bovey on any forceps. Spike with the department manager on (B)(4) 2010 and he stated, we should be able to get the device back. He was provided with an RMA number, but the device has not been returned.